Event description:
It was reported that hours later after laparoscopic gastric bypass procedure the pt was not doing well. The pt was brought back into the or and there was a staple line leak in the gastrojejunostomy area. Sutures were used to oversew the leak. Pt current condition is unk. The device was discarded. Add'l follow-up info was provided: a leak test was performed no leak was identified. The doctor uses white on the bowel and blue on the stomach. Pt returned 24 hours later due to a popping sensation, elevated bp and bile in the drains. Pt reoperated and a leak was identified at the gastrojejunostomy. The doctor oversewed the stapleline. The device was discarded as there was no issue during the initial operation. While the doctor is performing his gastrojejunostomy he staples off the commonotomy with 2 firings of the endocutter, at the second firing (start of the firing) is where the leak occurred. Pt status remains unk, add'l info will be provided if it becomes available.

Manufacturer narrative:
Device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.